Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was scheduled for a replacement of the entire system due to tangled leads. X-rays were taken and it was noticed the leads were tangled in the pocket. The patient¿s prime battery was at ¿3.1,¿ but the physician chose to switch the battery to ¿ultra.¿ the patient denied ¿twiddling¿ the battery. It was unknown when the leads became tangled and when the x-ray was taken. It was also unknown what caused the leads to be tangled. It was reported that the lead broke when the physician removed it but he was able to remove the second piece. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2017. The rep indicated that there was no way to tell what the lot number was of the lead that broken when the healthcare professional (hcp) attempted to remove it. The rep indicated that everything was included with the product return. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4) ) found that the ins was functionally okay with insignificant anomalies. The ins passed the functional testing and the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.: analysis of the lead (serial # (B)(4) ) found that the stimulation lead body outer insulation was twisted. Analysis of the lead (serial # (B)(4) ) found that the stimulation lead body outer insulation was twisted. If information is provided in the future, a supplemental report will be issued.